Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. Physician decided to reposition the lead. While trying to do it, it was also encountered helix extension issues. As no extension of the lead was confirmed, even thought physician check the lead near the supra ventricular vein, it was decided to remove it. Difficulties to remove were encountered. As patient is an elderly person, it was determined that the sheath could not be inserted again. Therefore, a lead that was capped in a previous procedure, was used instead. No additional adverse patient effects were reported

Manufacturer narrative:
The lead was returned for analysis. The reported field allegations of high pacing thresholds and loss of capture were not confirmed by analysis. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that additional information was received from product investigation closure. A supplemental report is being filed. It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. Physician decided to reposition the lead. While trying to do it, it was also encountered helix extension issues. As no extension of the lead was confirmed, even thought physician check the lead near the supra ventricular vein, it was decided to remove it. Difficulties to remove were encountered. As patient is an elderly person, it was determined that the sheath could not be inserted again. Therefore, a lead that was capped in a previous procedure, was used instead. No additional adverse patient effects were reported

Manufacturer narrative:
FDA 3500a section adverse event or product problem , b5: update describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. Physician decided to reposition the lead. While trying to do it, it was also encountered helix extension issues. As no extension of the lead was confirmed, even thought physician check the lead near the supra ventricular vein, it was decided to remove it. As patient is an elderly person with dementia, it was determined that the sheath could not be inserted again. Therefore, a lead that was capped in a previous procedure was used instead. A surgical intervention was performed in order to resolved the issue. No additional adverse patient effects were reported.